Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml, 708.5 mcg/day) via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a pump replacement in (B)(6) 2017 and had experienced withdrawal symptoms and loss of efficacy. The pump had been interrogated multiple times with no volume discrepancies. There were no know environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed which found the catheter patent and intact. Cerebrospinal fluid was sent to the lab, catheter aspirations and dye studies were performed. It was unknown if the issue was resolved at the time of this report. The pump was explanted; the hospital had possession of it and it would be returned. The catheter remained implanted and in use. The patient status at the time of this report was "alive - no injury." No further complications were reported.

Manufacturer narrative:
There was no reported product problem. If information is provided in the future, a supplemental report will be issued.